Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cold snare was used during a procedure on an unknown date. According to the complainant, during the procedure, the snare portion snaped inside the patient. Reportedly, the procedure was completed; however, it was not reported how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.